Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that an attachment device could not be attached to a motor device. It was unknown to the reporter if the device was used in surgery, if there were any delays to a surgical procedure, or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.